Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-06181. It was reported that post a coronary drug eluting stenting treatment procedure, late stent thrombosis, a myocardial infarction and death occurred. The pt presented with chest discomfort. Two 2.5x16mm taxus express2 drug eluting stents were deployed in the mid left anterior descending artery and first obtuse marginal branch of the circumflex artery. No pt injuries or complications were reported. Approx 40 days post procedure, the pt presented with a massive anteroapical myocardial infarction. A thrombotic occlusion of a stent in the mid left anterior descending artery and first obtuse marginal branch of the circumflex artery was discovered and the pt subsequently expired.